Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the lips with juvéderm® volift¿ with lidocaine and juvéderm® ultra 2. Approximately four months later, patient experienced "inflammation and nodules in the injected area." Treatment provided for speeding up resolution was noted as zamene 30 and ciprofloxacine. Symptoms ongoing/unresolved.